Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one groshong catheter segment was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A complete circumferential break was noted on the proximal end of the catheter segment that was elliptical in shape. The proximal portion of the catheter was not returned. The catheter measured approximately 16.4 cm in length. A partial circumferential break was noted approximately 1.1 cm from the proximal end of the catheter segment. A split was noted approximately 1.5 cm from the proximal end of the catheter segment. The edges of the complete circumferential break on the proximal end of the catheter returned were noted to be uneven. The surface was noted to be granular throughout. The edges of the partial circumferential break on the catheter segment were noted to be jagged. The surface appeared to be granular with some regions appearing round/smooth. Therefore, the investigation is confirmed for the reported catheter fracture, material separation and identified material puncture or hole issues. However, the investigation is inconclusive for the reported migration issues as supporting evidence of the reported migration is not available. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2023, a patient underwent a cv port placement procedure using the powerport m.r.I. Isp. It was reported that on (B)(6) 2025, blood backflow could not be confirmed prior to chemotherapy initiation, and x-ray imaging showed no abnormalities. Continued use was advised. On (B)(6) 2025, blood backflow was again not confirmed, but antiemetic medication was administered via the cv port. Administration was stopped when the patient reported discomfort in the neck. An x ray revealed that the catheter had fractured, and the tip had migrated into the heart. The fractured catheter tip was successfully retrieved. The current status of the patient is unknown.

Event description:
On (B)(6) 2023, a patient underwent a cv port placement procedure using the powerport m.r.I. Isp. It was reported that on (B)(6) 2025, blood backflow could not be confirmed prior to chemotherapy initiation, and x-ray imaging showed no abnormalities. Continued use was advised. On (B)(6) 2025, blood backflow was again not confirmed, but antiemetic medication was administered via the cv port. Administration was stopped when the patient reported discomfort in the neck. An x-ray revealed that the catheter had fractured, and the tip had migrated into the heart. The fractured catheter tip was successfully retrieved. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.